Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left upper lobectomy open procedure, when applied on the lung tissue, the surgeon was unable to squeeze the handle after pressing the green button. The staple pins came out but did not staple and cut the tissue. The instrument was removed by pulling the black knob behind. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first returned product noted that the loading unit was pre-fired with the interlock engaged. The jaws were open. Functionally the first loading unit was loaded into a post market vigilance instrument, the interlock was over ridden, and the loading unit was applied to test media. All staples were placed, and test media was cleanly transected. Visual inspection of the second returned product noted that the loading unit was pre-fired with the interlock not engaged. The jaws were open. Functionally the loading unit was loaded into a post market vigilance instrument, and the loading unit was applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.